Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the event that the endoscopic image did not appear was reproduced. Cut on the cable was noted. Olympus (B)(4) guessed that the reported event was caused by disconnection of the cable. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image became pinkish and then disappeared. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by disconnection of the cable due to external stress. There is possibility that the external stress was caused by user handling. If additional information becomes available, this report will be supplemented.